Event description:
Patient experienced vascular event after injection of collagen, but physician has not yet diagnosed event as vasospasm or necrosis. Physician has prescribed cipro (po), prednisone (po), and niacin (po) to mitigate symptoms.